Event description:
(B)(4). Immediately upon insertion of the devices, I began bleeding profusely. I was told that spotting is normal for the first few days. The heavy bleeding continued for 13 days. My periods became longer and heavier, and the days between cycles became shorter and shorter. Within 10 months, I had no days between cycles. I experienced low back pain so bad I was no longer able to pick up my 9 month old baby. My legs would give out or if I bent down to pick up my baby, I would bleed out of my super tampon and back up maxi pad. I developed hair loss. I had lesions on my scalp that would bleed followed by bald spots. Cramping and pelvic pain to the point I was not able to function without taking medications ((B)(6), ibuprofen, extra strength (B)(6)) immediately upon waking. I would have clots the size of soft balls. Throughout the whole 13 months, I had the essure device, I developed anxiety. This became too much! I refused to leave the house, terrified that I may bleed through my clothing. After 68 days of bleeding on (B)(6) 2015, I had a lavh/bs. The minute I woke from surgery, the low back pain was instantly gone. My scalp no longer felt like it was on fire and I was able to move without my legs going out.